Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was in the 200s(mg/dl). Reportedly, the customer changed the pump supplies to address the issue, but the cartridge did not fit onto the pump. The customer was ultimately able to reload the cartridge to resolve the issue.